Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va09g0s, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported poor communication screen .the antenna was secure and sync with implantable neurostimulator (ins) but did not resolve reported issue. The patient programmer won't do telemetry with or without antenna. An antenna jack problem was reported. It was noted that patient symptom return this week and was noted as sudden. The patient noticed her symptoms coming back after she flew to (B)(6). The patient reported swelling feet from travelling a day prior to this call. The patient thought the ins was off. The patient connected with programmer direct and verified that therapy was on. The patient was able to increase stimulation. The patient diagnoses were: urinary dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.